Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had blood in the tube. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the device, the device was inspected, troubleshooting was carried out, logs printed out. Contaminated safety disk and pneumatic module renewed. Electrical safety carried out according to the checklist and test passed. Function test and test run ok.